Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on approximately (B)(6) 2016. The patient¿s mother stated the reaction began approximately one year ago on (B)(6) 2016. The patient experienced a red rash that was itchy and bumpy, located under the arm. On (B)(6) 2017 the patient visited a physician for the skin reaction and was prescribed a cortisone steroid topical cream. Patient¿s mother indicated that the patient went to the doctor about 2-3 times, but she was unable to recall additional dates of doctor visits, the days of the incident, or the number of sensors that reactions occurred with. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.